Manufacturer narrative:
Additional data: device evaluation: product evaluation found lens returned dry in a small ziploc bag. Visual inspection found no visible damage to lens but debris on lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -13.5/+5/092 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has not been returned.